Event description:
Reported blood glucose results of "251 mg/dl, 135 mg/dl, and 128 mg/dl " with a lifescan meter, performed within 10 minutes of each other. The test strips and control solution were unavailable to test the meter. Product was replaced.